Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: n EU_refillneedle, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, and dosing not provided) from pump implant until an unspecified date in (B)(6) 2015, and dilaudid (lot number, concentration, and dosing not provided) subsequent to the unspecified date in (B)(6) 2015, via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications at the time of the event was not reported. On an unspecified date, after getting the pump implanted, the patient lost a lot of weight because they became more active. On an unspecified date in 2013 (also reported as "2.5 to 3 years ago," as of (B)(6) 2015), the pump was flipping and the anchors were loose; as a result, it was hard for the healthcare provider (hcp) to find the port, but they were able to refill the pump after locating it. On an unspecified date in (B)(6) 2014, the patient lost a "huge amount" of weight after the death of their spouse. The patient stated that the pump was flipping before that huge weight loss. On (B)(6) 2015, at a refill appointment, the hcp told the patient that the pump was definitely not anchored. No patient symptoms were reported. Redirection of the patient to their hcp was recommended. Additional information regarding troubleshooting related to pump flipping and difficulty refilling, diagnostics performed related to the weight loss, and actions/interventions taken to resolve the weight loss, pump flipping, and difficulty refilling was requested. If additional information is received, a follow-up report will be sent.